Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device.

Event description:
On (B)(6) 2025 the user reported elevated blood glucose following dinner, with a peak of 285 mg/dl about 90 minutes after eating. At the time of the call, the user¿s bg was 265 mg/dl and trending downward, with 9.28 units of insulin on board. The agent advised continued monitoring and follow-up if bg began to rise again. No hospitalization, treatment, or long-term health effects were reported.